Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old female contacted zoll to report that she had a red bump on her back where one of the therapy electrode pads lay that was itchy and seemed "weepy". The patient removed the lifevest due to the itchiness of the bump. The patient called back into technical support 2 hours later stating that the bump was originally about a quarter of an inch wide and it had started rapidly growing. The patient reported that the bump was still "weepy". The patient had not yet spoken to a doctor. The patient followed up 7 days later stating that she had not put the lifevest back on since she last called because of the large burn-like irritation she had on her back that she believed was from the lifevest. The patient spoke to her cardiologist who is aware of the patient's decision. There was no follow up on the "weepy" bump to see if it healed.